Event description:
It was reported that the patient presented after falling, to the emergency room experiencing syncope with bradycardia, heart rate was 30-40 bpm. The right ventricular lead exhibited intermittent capture loss of ventricular capture. The lead had dislodged and sustained damage from the fall. The lead was capped and replaced successfully on (B)(6) 2017. The patient did not experience any adverse consequence.